Event description:
Procedure gastrectomy. According to the reporter: when the orvil was inserted into the pt, it became stuck 20cm from the esophagus stump. Anvil and tube were disengaged. Using a clamp, the anvil could be retrieved from the pt. However, the staff converted to an open surgery. There was no bleeding or tissue damage. The procedure was extended more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).